Event description:
It was reported to boston scientific that a tria soft ureteral stent was used during a laser lithotripsy procedure in the kidney, performed on (B)(6) 2023. During the procedure and inside the patient, it was noted that the stent was broken into two pieces along the shaft. The broken piece of stent was removed with graspers and another tria soft ureteral stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break.